Event description:
I had a laparoscopic hysterectomy and according to my medical report the needle of the endo stitch device came off midway during suturing and had to be recovered. The needle was replaced and the original suture was removed and a second suture was done. However, 13 weeks after my surgery, I experienced vaginal cuff dehiscence. I have no risk factors that would have contributed to this and I was medically cleared at 7 weeks post op to continue normal activities. The dehiscence was incredibly painful and I had to have repair surgery in addition to having extreme infection addressed. I went to the ER (emergency room) on (B)(6) 2022, and my white blood cell count was flagged but I was misdiagnosed. A CT scan was done and the attending dr said it didn't show dehiscence but no physical examination was done. Reference report: mw5151011.